Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that far field p-wave oversensing and an unexpected drop in remaining battery longevity was observed on the device. Different device pacing modes were tested, however, the issues still persisted. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.